Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, it was reported that there was difficulty implanting the device and that there were two partial recaptures of the device and no complete retractions. The patient was administered heparin during the procedure, and it was reported the patient's activated clotting time (act) level was 360 seconds. It was reported that the patient remained hemodynamically stable throughout the procedure. Post procedure, the patient had a small pericardial effusion of less than 3mm. It was confirmed via transthoracic echocardiogram (tte) that the pericardial effusion did not resolve itself or change in status one hour post-procedure. No treatment was required. The physician reported the cause of the pericardial effusion was attributed to the device following implant procedure. The patient status was reported as stable and was discharged same day as the procedure.

Manufacturer narrative:
An event of pericardial effusion after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.